Event description:
Reportedly, the communication is interrupted since the middle of july 2023, despite several troubleshooting attempts.

Event description:
Reportedly, the communication is interrupted since the middle of july 2023, despite several troubleshooting attempts.

Manufacturer narrative:
Upon reception, the returned smartview connect s/n fc15100587 was tested, and the reported behavior was reproduced, as no remote communication could be established. - however, the returned smartview connect was then turned off and the sim card was repositioned. A new attempt was then performed, and the smartview connect could be successfully associated with the test pacemaker a few moments later. - therefore, based on available data, the observed pairing issues most probably resulted from an incorrect positioning of the sim card. - this case is recorded for trending purposes.